Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.`

Event description:
It was reported that there could have been a possible over infusion on this device and the customer requested assistance with an inspection. The customer stated that he checked the rate and it passed. Although requested, further information was not provided.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a,c,d and g codes.

Event description:
It was reported that there could have been a possible over infusion on this device and the customer requested assistance with an inspection. The customer stated that he checked the rate and it passed. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that there could have been a possible over infusion on this device and the customer requested assistance with an inspection. The customer stated that he checked the rate and it passed. Although requested, further information was not provided.